Event description:
There have been falsely elevated automated lymphocyte counts with a hematology analyzer. The manufacturer claims to be working on a solution. The problem was identified five months ago and no solution has been provided.